Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this pacemaker reverted to safety mode operation. The patient presented a slow heart rate, so the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device revealed no abnormalities. Communication to the device could not be established, and stored data was insufficient to obtain the battery status. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this pacemaker reverted to safety mode operation. The patient presented a slow heart rate, so the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.